Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition the I-blade upper tip was broken off and returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, towards the end of the procedure, the jaws placed over the pedicle. The device was engaged and the I-blade was deployed at the end of the jaw. The instrument became stuck, so the surgeon manually opened the jaws by forcing the handle of the instrument open. However, no error occurred in the generator. The jaws open and placed the jaw over the pedicles once again. The jaws were closed at the top of the jaw, broke off and fell into the patient. Pieces were retrieved from the patient with the used of grasper. Delay: fifteen minutes. Photos are available. It is unknown how the procedure was completed. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.